Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the pump was not responding to the down and ok buttons and the down and ok button contacts were observed to be inverted.

Event description:
The pt is reportedly pressing the down and ok buttons hard for the pump to respond and the buttons do not spring back as normal. The pump reportedly has not been exposed to moisture and there is no damage/peeling to the keypad.